Event description:
A malfunction alarm was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The pump was reset with the assistance of technical support, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.